Event description:
It was reported that during a da vinci-assisted procedure, a cable broke at the hinge of the force bipolar instrument. The customer had to make a larger incision where port was to remove the instrument. Intuitive surgical inc. (Isi) followed up with the customer and confirmed that the force bipolar instrument was not in strong grip mode. The customer could not confirm if the instrument was inspected prior to use. Surgeon was manipulating tissue at the time this issue occurred. Customer could not confirm cable color and stated it may be silver. There was no instrument collision and no fragment issue. The instrument was available for return. Surgeon converted procedure due to the instrument issue. System was still in an operable state for use. No video recordings or image was available for review. No patient demographic information was available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed that the instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Root cause of this failure is attributed to a component failure.